Event description:
It was reported: an employee of a healthcare facility was filling a h300 portable device. Difficulties were encountered during the fill process of unk origin. The employee turned the device over greater than 90 degrees. Liquid oxygen discharged from the device, and onto the employee's face and eye area. The extent of injury is unk at this time.

Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be filed as add'l info becomes available. Product instructions warn, "do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees fahrenheit/-183 degrees celsius). When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue." Additionally, "always keep the portable in one of the following positions: upright, flat on its back, or any position in between. It is important to always keep the portable in one of these positions or oxygen may escape."